Manufacturer narrative:
Continuation of medical devices: product ID addr01 implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead experienced ventricular loss of capture. Lead was reprogrammed. Lead remains in use. No patient complications have been reported as a result of this event.